Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with an unspecified saline mentor breast implants and experienced breast mass, breast pain bilaterally, shortness of breath, problem losing weight, depression , lethargy and other unspecified symptoms. The patient had to go to the emergency room numerous times and was diagnosed with anxiety. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.

Manufacturer narrative:
On 8/25/2020, it was reported to mentor that the patient¿s race was caucasian. After clinical review of this file performed on 9/16/2020, it was decided to remove code generalized illness and add code psychiatric disorder to more accurately capture the reported event manufacturer¿s reference number: (B)(4).